Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was misaligned. Tandem technical support (cts) observed the issue and confirmed that the pump was functioning and intended. Cts attempted to reach out to the customer to confirm the issue; however, the customer was unable to be reached. There was no information provided regarding the customer's blood glucose level.